Event description:
Complaint description: a hosp nurse reported that an image from the colonoscope froze during a colonoscopy procedure. This allegedly occurred as the physician was attempting to remove a polyp. The scope was removed from the pt and a second scope was used to complete the procedure. There were no injuries related to the occurrence.